Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The procedure was stenting of the contralateral sfa. The spiderfx hung on a stent strut and the tip of the retrieval catheter broke off. The physician was able to snare it without any damage to the patient.